Event description:
The screw head sheared. The shank of the screw remains in the patient and the screw head was discarded by the customer. No adverse consequences were reported.

Manufacturer narrative:
The product was not returned for investigation. Possible root causes for the complained issue are: bone was hard with resulting high torques. Application of unintended loads (forces, speeds, etc.). Collision with other implant or instrument.